Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the impedances was undetermined. They ran an impedance test and all there were no issues. They successfully reprogrammed the pt's device. Patient is currently receiving therapy with no issues and patient is doing well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. When the patient attempted to adjust the amplitude up they got a message that said no therapy available. The implantable neurostimulator (ins) battery was charged when the message occurred. The patient saw the message at night when they laid on their back and attempted to increase the amplitude. The message did not occur at the time of the call. A low output detected message was not displayed on the patient handset. The caller indicated that they did not see an issue with the impedances, the values were in the 2000ohms range. Base and prime amplitudes were at 2.5ma and 2.3ma. The patient claimed that they don't increase the amplitudes significantly beyond those values. The electrodes that were used were base 9 11 prime 12 14. The caller measured impedances during the call and provided the following values: ref 9: 11 1546ohms 12 1432ohms 14 1439ohms ref 11: 12 799ohms 14 935ohms ref 12: 14 792ohms. The caller reran the impedances with the patient on their back and provided the following values: electrode 8 showed an orange ref 9: 11 1957ohms 12 1841ohms 14 1773ohms. The issue was not resolved through troubleshooting. The agent reviewed information about the out of regulation (oor) message and impedances. No symptoms were reported.